Event description:
It was reported around (B)(6) 2012 when the patient bent over to pick something up ¿she felt numbness in her right hand and it traveled up her shoulder and to the right side of her face.¿ dizziness, numbness, and nausea about three to four times a day were also noted. The first occurrence happened in late (B)(6) 2012. There was no known accident or incident related to this event. It was reported, ¿I don't know if it is placed properly or if it is in there properly.¿ it was noted the numbness, nausea, and dizziness did not happen every time the patient bent over, only occasionally. Imbalances were also noted and ¿my knees gave away. I will go backwards, sideways, and forward from imbalances.¿ no falls were reported.

Manufacturer narrative:
Product ID: 3387s-40, lot# v017594, implanted: (B)(6) 2007, product type: lead; product ID: 3387s-40, lot# v017594, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).